Event description:
It was reported that this pacemaker system displayed an alert for right ventricular (rv) lead amplitude out of range at 2.8 mv. Patient reported feeling symptomatic. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was loss of capture (loc) of the rv lead signal. Ts advised interrogation of the pacemaker with a programmer. Once, interrogated, it was found that the rv thresholds were high at 3.5v. These were adjusted to 5.0v. The clinic will continue to monitor. No adverse patient effects were reported. Currently, this pacemaker system remains in service.